Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (no device returned or cine images); inherent risk of procedure (failure to position stent and stent deformation); related to another device (device retraction through the guideliner and guide catheter may have further damaged the stent); patient condition affected effectiveness of the device (patient lesion morphology, 99% stenosis and moderate tortuosity). Conclusion: operational context contributed to event (device retraction through the guideliner and guide catheter may have further damaged the stent); unable to confirm complaint (no device returned or cine images); device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 99% stenosis and moderate tortuosity); known inherent risk of procedure (failure to position stent and stent deformation). (B)(4).

Event description:
The physician was attempting to use a 4.0mm diameter x 26mm length resolute integrity rx drug eluting stent to treat a saphenous vein graft (svg) ostium with moderate tortuosity and 99% stenosis. It was reported that there was a severe bend at origin of artery and the lesion was pre-dilated. The device was prepped with no issues noted. It was reported that a guideliner was used to try and place the stent in the graft. It was reported that resistance was encountered and the stent would not cross the lesion, so it was removed back through the guideliner for further lesion preparation. On removal of the device from the patient, the struts were seen to be lifted and damaged. Another resolute integrity stent was deployed to complete the procedure. No patient injury or other sequelae were reported.